Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii ver.2 assay results from 2 patients on two cobas e 801 modules, a cobas e411 module, and an abbott architect. Refer to the attachment to the medwatch for all patient data. Both patient samples were suspected of having an interfering factor. It is not known if any questionable results were reported outside of the laboratory. The rdkk lab's e411 ft3 iii ver.2 reagent lot is 567499 and the expiration date is 30-nov-2022. The rdkk lab's e801 ft3 iii ver.2 reagent lot is 575688 and the expiration date is 30-sep-2022. The rdkk lab's e801 ft3 iii reagent lot is 551720 and the expiration date is 30-sep-2022. The customer's analyzer serial number was requested but not provided. The rdkk lab's e411 analyzer is sn (B)(4) and their e801 analyzer is sn (B)(4). This medwatch will cover ft3 iii ver.2. Refer to medwatch (B)(6) for information on the elecsys tsh ver.2 results.

Manufacturer narrative:
The patient of sample ID (B)(6) had an additional sample tested on (B)(6) 2022 that showed a discrepancy in the ft3 iii ver.2 and ft3 iii results. Refer to the attachment to the medwatch for all patient data. The results were reported outside of the laboratory. The physician questioned the results and the sample was sent out for investigation. The date of the customer's measurements was not provided. The customer ft3 iii ver.2 reagent lot and expiration date were requested but not provided. The investigational e411 ft3 iii ver.2 lot number is 567499 and the expiration date is 30-nov-2022. The investigational e801 ft3 iii ver.2 lot number is 611920 and the expiration date is 31-may-2023. The customer e801 analyzer serial number was requested but not provided. The investigational e801 analyzer serial number is (B)(6). The investigational e411 analyzer serial number is (B)(6). Refer to medwatch with a1 patient identifier (B)(6) for information on the ft3 iii results. The customer did not provide calibration, qc, pre-analytical, or alarm trace data. The investigation found that the customer ft3 results could not be reproduced. The investigation determined that an idiotype interfering factor is suspected but could not be confirmed. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation could not reproduce the customer's ft3 results. It was determined that an idiotype interference is likely but there was not enough sample volume left to complete the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The patient sample was received for investigation. The investigation confirmed the presence of an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No product problem was identified.